Event description:
On (B)(6) 2017, the reporter contacted lifescan USA, alleging obtaining a control solution test result that fell outside the expected control solution range. The exact value was not provided. There was no indication that the product caused or contributed to an adverse event. However, this complaint is being reported because the reported issue was not resolved with troubleshooting.